Event description:
Reversed inlet/outlet to oxygenator. Required recannulation and a type b intraoperative dissection occurred subsequently. Post-op course uneventful and pt was discharged 8 days later.